Manufacturer narrative:
A ge svc rep performed an on site investigation. The computer mother board was found to be bad. The customer repaired the system and put it back into svc.

Event description:
It was reported that the 9600 sys would not boot up. No pt injury was reported.